Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported by a customer that the blood leaking out of catheter after needle was retracted and before extension set attached. Verbatim: complaint via phone. Pir attached. Blood leaking out of catheter after needle was retracted and before extension set attached.